Manufacturer narrative:
(B)(4)

Event description:
It was reported that guide wire coating issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, the wire would not advance through the balloon and the coating on the tip of the wire was pulled back. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the unit was returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The device has the distal tip detached and the distal tip of the core wire is kinked. Dimensional inspection measured overall length is within specification. Outer diameter (od) of distal tip, middle of the device, and proximal section are within specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, the wire would not advance through the balloon and the coating on the tip of the wire was pulled back. No patient complications were reported and the patient's status was stable.